Event description:
The customer contact reported particulate. At an unspecified time, the tubing set was being used to deliver an unspecified volume of total parental nutrition (tpn), consisting of unspecified concentrations of primene 10%, calcium gluconate, phocytan, sodium chloride 10%, potassium chloride, tracutil, cernevit, magnesium sulfate 15%, glucose 50%, and water for injectable, at an unspecified rate. After an unspecified length of time, the customer contact reported that particulate was noted at an unspecified location along the tubing of the tubing set. It was reported that the articulate was described as a black-brown deposit. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.